Event description:
Spontaneous call from pt, pt dropped her back up pump while trying to get ready for pump change and it is malfunctioning now. The sn # is (B)(4). She is currently using her other pump. No interruption in therapy and did not happen while in use. A replacement is being sent out and a return box. Reported to (B)(6) by pt/caregiver.